Event description:
Boston scientific received information that this right atrial lead exhibited increased threshold measurements. The lead was stuck to the patient's implanted right ventricular lead which caused the ra lead to dislodge. It was discovered during a routine device change out procedure. Repositioning of the ra lead was attempted however no successful due to it sticking to the rv lead. The lead was capped and surgically abandoned. Another ra lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed according. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.